Manufacturer narrative:
The device was explanted and returned for analysis.

Manufacturer narrative:
As of this report, the device has not been returned. When this device get's returned it will be analyzed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection noted tooling marks on the header surface. The device passed therapy verification testing which verified functionality and therapy delivery. Portions of the circuitry, including the battery, were then isolated and tested. Final analysis concluded that the premature battery depletion was due to a compromised low-voltage capacitor, which resulted in a high current condition.

Event description:
Boston scientific received information that this device reached elective replacement indicator (eri) last month. The monitoring voltage was 2.46 v and charge time was 11.5 seconds. Approximately six months earlier the voltage was at 2.55. The caller was concerned this was a big drop in that time frame. Technical services discussed replacement time and noted it is unknown if this device battery depleted early. The device is scheduled for explant and will be returned for analysis. This device is included in the shortened replacement window ((B)(6) 2007) advisory population.